Manufacturer narrative:
(B)(4). The reported problem could be confirmed. The appearance of the present crack, and the indications of brittleness on the actual device, as well as the breaking behavior during stress tests applied on another device from the same lot, which was under complaint for similar issues and reported by the same customer (MDR 3003263092-2016-00002), pointed to the root cause as use or application of organic disinfectants. As the use of application of organic disinfectants is not indicated according to the product's instructions for use (IFU), this is seen as an off-label use. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The reported catheter was returned for investigation on 01/20/2016. Investigation has started and is ongoing. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that upon set-up of a picco catheter, the luer connection of the catheter was leaking. There was no harm reported to patient. (B)(4).